Manufacturer narrative:
Clinic reported of a female patient sustaining full thickness burn on her arm post bodytite procedure. Investigation is ongoing.

Event description:
Full thickness burn on arm post bodytite procedure.

Manufacturer narrative:
Clinic reported of a female patient sustaining full thickness burn on her arm post bodytite procedure. Investigation is ongoing. (B)(6) 2025: follow up report is submitted with investigation conclusions. Technical inspection of the system revealed no issues (the probe was discarded by the user and therefore not inspected). Investigation attributed the root cause to user errors: the doctor used aggressive treatment parameters not congruent with the recommended protocol (excessive cut-of temperatures and total energy), combined with incorrect technique and treatment area.

Event description:
Full thickness burn on arm post bodytite procedure.